Event description:
Information received by medtronic indicated that the insulin pump had pump error alarms. Customer stated they were able to clear the alarm and they were able to rewind the insulin pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w version 4.11e. Retainer ring - black. Customer returned insulin pump for alleged insulin pump error 23 found (B)(6) 2021. Insulin pump passed displacement test and self test. No alarm anomalies noted during testing. Insulin pump successfully downloaded to thus. Pump error 23 was noted in the history download found (B)(6) 2021. At 5:01 (B)(6) 2021. At 03:41 and (B)(6) 2021. At 18:42 and 18:54. Test p-cap locked into the reservoir tube successfully. The electronic assemblies were inspected and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, and serial label damage.in summary, customers alleged pump error 23 was not confirmed during testing. Insulin pump passed displacement and self test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.